Event description:
An endeavor sprint drug-eluting stent was implanted in the rca during the index procedure. Approximately 48 months post index procedure patient expired. Cause of death is unknown.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure ¿ (death) evaluation codes, conclusions: inherent risk of procedure ¿ (death). (B)(4).